Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose control while using the ilet system, with meal announcements entered less than 50% of the time and a reported maximum glucose alert of 400; the user later paused ilet use due to back pain and intended to resume when pain was controlled. Symptoms included hyperglycemia. Outcomes included no hospitalization and no injury reported. Investigation included complaint intake, collection of a blood glucose questionnaire, and troubleshooting and education. Investigation of this case revealed cause unclear for the hyperglycemia, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.